Event description:
It was further reported that the stent compression occurred in a vein graft after withdrawing the unspecified post dilation balloon. The procedure was completed by deploying another stent in the proximal area of the compression.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent compression occurred in a vein graft after withdrawing the unspecified post dilation balloon. The procedure was completed by deploying another stent in the proximal area of the compression.

Manufacturer narrative:
Event date: occurred within the last nine months. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a promus element stent in an unspecified lesion, it was noted that stent deformation/compression occurred. No patient complications were reported. Additional information was requested and is not available.